Event description:
Use of my contact cleaner solution, "complete moisture plus multipurpose solution" by advanced medical optics. Left eye swollen, red and very itchy, as well as blurred. Right eye not so bad. On vacation cruise, went to ship's dr, said I had an infection primarily in the left eye. Doctor gave antibiotics, didn't help much. Went again, gave me an stronger one and a shot. Suffered until return to USA, went to emergency, dr said I had an infection in the left eye and prescribed an rx. I took that for the weekend and went to an eye specialist. This dr said it looked like it had cleared but to keep check on it. Dose: rinse lenses. Frequency: daily. Route: unk. Dates of use: 2 years. Diagnosis or reason for use: clean contact lenses.